Event description:
On january 30, 2012 clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2011 revealed that the patient had a seizure on (B)(6) 2011 and was sent to the hospital. The emergency room report stated that the seizure lasted about 20 minutes but the patient says it lasted 4-5 minutes. The patient's valproic acid and depakote levels were checked and they were normal. The patient has not had any seizure activity since then. The physician later reported that the patient was not experiencing an increase in seizures at that time, however, he did not comment on the patient going to the emergency room for the seizure on (B)(6) 2011. The relationship of the seizure causing the patient to visit the emergency room to vns is unknown as the physician did not provide that information.